Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log review: the system was powered up on 28oct2022 and left powered on until 07feb2023 when the issue was discovered. On 04feb2023 the central control monitor (ccm) reported an ' error gui process died' causing a 'system computer needs service' message to be displayed as reported. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. It was determined that the message was caused by the peripheral component interconnect (pci) ribbon cable. The fsr used isopropyl alcohol to clean the pci ribbon cable and it was reseated. The ccm was rebooted numerous times and the message did not return. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'system computer needs service' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.